Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom door latch issue as a door not fully latched alarm. Eval found the force required to close the door to be above expected levels which can cause the alarms. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump had an issue with the door latch. It was also reported that there was no pt injury.